Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. The stapling reloads were being used for the segmental resection of the lung. The yellow shipping wedge on one of the reloads was broken into pieces. The pieces might have fallen into the cavity. One broken piece was retrieved, however, the rest of the pieces were not found. There was no additional patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted the reloads were fully applied. The anvil clamping mechanisms were deformed. The blade of the first reload was damaged (see photos). Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The interlocks of the reloads were overridden. The reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. However, the investigation detected a secondary condition of obstruction that has no relationship to the reported incident. Should new information become available, he file will be re-opened and the investigation summary will be amended as appropriate.